Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(6).

Event description:
The customer's relative reported that the insulin pump was defective. The caller was unsure what the defect was. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.